Event description:
It was reported that during the implantation of the right ventricular (rv) lead, the patient experienced severe hypotension, hypoxemic, acute cardiogenic shock, cardiac respiratory arrest, and acute respiratory failure. The patient was immediately intubated. When no pulse was detected, cardiopulmonary resuscitation (CPR) was performed. However, the patient continued to decompensate. Epinephrine infusion was administered, and the patient was stabilized with blood pressure recovered. The rv lead was successfully implanted. A transesophageal echocardiogram was performed showing severely depressed ejection fraction, no significant right ventricle dilation, and no pericardial effusion. The patient¿s condition remained stable with mechanical ventilation.